Event description:
Twice received faulty sets of test strips. Today received letter from alere indicating that my inr ratio 2 machine might not function properly. Seems this is a poor quality system, yet they have medicare contract so that this is the home testing machine allowed. I strongly feel that medicare should provide a machine from a different company that doesn't have these known problems. It will save money if these tests give accurate results. I have problems with my veins and live an hour from a clinic that has a free never stick machine. Have been home testing for 15 years. Time for a device change!